Manufacturer narrative:
Investigation results: we received the implant components with no bone cement adhesion. The gliding surface of the femoral component shows visible scratches and imprints. The components were investigated visually and microscopically. The available tibial component and femoral component show no abnormalities or serious visible damages. There are only little bone cement residues on the femoral component in the actual situation. There are no bone cement residues on the intended area of the tibial component. The gliding surface of the meniscal component shows visible scratches and imprints. Resulted from third body wear (bone cement residues and/or bone chips). The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. On the basis of the current information, a clear conclusion cannot be drawn. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with a vega knee prothesis. According to the complaint description the implant loosened 1year and 2 month postoperative. Missing interaction of palacos-cement and prosthesis, firm anchoring of the bone-cement interface. Right knee. According to surgeon there is no cement on the explants. Bicondylar surface replacement knee joint. Date of initial surgery: (B)(6) 2019. Date of revision surgery: (B)(6) 2020. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2020-00774 ((B)(4) + nx053k), 9610612-2020-00773 ((B)(4) + nx031k). Involved components: nx120 - vega ps gliding surface t2/2+ 10mm - lot 52415645, nn261k - tibial obturator d12 mm - lot 52508775.